Event description:
In this event a doctor alleged that an aseptico endo dtc motor stopped with a file in the canal, possibly causing the file to separate; the canal was filled with the separated piece is place.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The device was returned to the physical MFR for eval, though results are not available as of this report. Evaluation results will be submitted as they become available.